Manufacturer narrative:
The current instructions for use contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost." After a clinical analysis it is visible on the initial records submitted that this tooth has a large cavity. No xrays were added. Tooth had an attachment placed but no movements were programmed. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required a tooth extraction (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to the patient information.

Event description:
The treating doctor reported extraction (tooth #19). The treating doctor was planning on performing an rct and a crown later on, however, the patient just showed up with the tooth extracted by another dentist, not the treating doctor. No additional information at this time.